Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history reports) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product or product data is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer indicated receiving hi scan (readings greater than 500 mg/dl) and self-treated with insulin (dose/type unknown) based on the scan. After an unspecified amount of time, customer became hypoglycemic, experiencing a seizure and/or loss of consciousness, and was treated with either juice, food, and/or sugar by a third-party. There was no report of death or permanent injury associated with this event.